Event description:
It was reported that a dissection occurred. In (B)(6) 2026, the patient target lesion, located in the 1st diagonal, was treated using a 2.50 x 15mm agent drug coated balloon. During the procedure the patient experienced a medial dissection. Following the procedure, there was 0% residual stenosis with timi flow of 3. The patient was discharged on asprin and clopidogrel.